Event description:
According to the voluntary medwatch report for co received from the user facility: "adjustable stop on thread tap fails to lock at present depth making it possible for the device to penetrate beyond the desired limit. This may lead to greated that desired depth of tap. Pt now has some neurological deficit in arm."